Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider opened the compressor, cleaned the water trap filter, found the compressor motor had bearing noise, replaced the bearings, reinstalled the compressor motor and both the compressor and ventilator worked properly.

Event description:
It was reported that during set up the ventilator generated an air supply loss alarm because the compressor was not creating pressure. There was no patient involvement.